Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat he mid left anterior descending (lad) coronary artery with mild calcification and mild tortuosity. The 2.75x15 mm xience pros stent delivery system (sds) was unable to advance on the guide wire. A new same size xience pros was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the hypotube was separated. The account stated that the device separated during insertion. There was resistance during withdrawal and the device was entangled. The device was simply withdrawn. No additional information was provided.